Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed error 319 and replaced the universal surgical manipulator (usm) 3 to resolve the issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 319 error was found indicating node 192 was not present at startup, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered on the same node, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the axes controller, carriage (acc) node. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that customer was getting repeated recoverable faults on the system. Customer stated before calling in they tried rebooting the system twice, but the issue remained. Customer stated they were getting error 319 on arm 3. Logs confirmed the 319 error on arm 3 pointing to the access controller, carriage (acc). Customer was not in a case during the call. Technical support engineer (tse) recommended trying a hard reboot. Customer performed a hard reboot on the system and when it powered back on the 319 error returned when it powered on. There were no reports of patient involvement.